Event description:
The patient reportedly experienced facial nerve stimulation. The patient was seen at the center. Programming adjustments were made. It was recommended that the patient have a CT scan. The surgeon decided to reposition the device. In 2005, the patient underwent repositioning surgery. The device remains implanted.